Manufacturer narrative:
Customer reported that device was evaluated by their lab and reported that device passed infusion testing. Upon receipt of the device from customer, device underwent 3 add'l volumetric evals by failure analysis. Device passed volumetric evals and tested within specifications. Investigation results: the reported complaint was not confirmed. Preventative maintenance was also performed. Device is still located in facility as to ensure thorough investigation of customer's reported issue. Ongoing communication with customer to collect add'l info is still in progress so that final root cause can be determined for reported issue.

Event description:
It was reported initially by customer that device caused over-infusion to patient. Through several attempts to gather more info from customer it was reported that patient's first chemo received was 500 ml bag of etoposide and it infused in over 90 minutes without any problems. Customer reported that nurse hung 150 ml bag of cisplatin next. Customer reported that nurse programmed device at rate of 150 ml/hr and volume was set at 150 ml. The first bag of chemo as infused through the same pump as second one. Customer reported that nurse stated infusion should have completed around 6:30 pm, however, nurse discovered at 6:25 pm that both, the second chemo and the ns had infused. Customer reported that nurses concluded that the second chemo had infused within 30 to 45 minutes. Customer reported that logs show that infusion alarm alerted 6 minutes before the expected end with an empty container alarm. Customer reported that patient did not experience any adverse effect as a result of reported issue. Customer reported that patient is doing fine.